Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home, in his sleep. The cause of death is pending toxicology report. The caller stated that they may have to wait 120 days. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer had low blood glucose the week prior to passing. The caller did not know the customer's blood glucose at the time of death and could not confirm the last recorded blood glucose value because the caller did not have the customer's glucometer at the time of the call. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer was using sensors. The caller stated that the customer lived in a different town and they will not be able to go there and gather the customer's supplies until the beginning of (B)(6). The caller stated that they are willing to return the insulin pump if they find it.